Manufacturer narrative:
H4: the lot was manufactured between february 15-20, 2024. H11: the device was received for evaluation. Visual inspection on the returned sample showed a dark brown particle, measured to be 0.08 square mm in size, embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via a fourier transform infrared spectroscopy (ftir) test. Pvc and phthalate are the materials of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related. However, the particulate matter (pm) was not in the fluid path and is unlikely to cause harm; this issue does not impact the sterile pathway as pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black particle was located either outside or inside the tubing. This was noticed during filling of saline. There was no patient involvement. No additional information is available.